Manufacturer narrative:
The device has noted, evaluation shall be completed and a returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 400mg/dl, with large ketones, polyuria, strong fruity breath odor, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated the ¿high happened since the pump was stopping insulin delivery¿. The loss of prime issue had occurred two or more times with cartridges from different boxes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: the available black box data shows a loss of prime warning leading to delivery interruptions. The pump was able to prime and perform a 24 hour test with no issues. The force sensor measured within specifications. The recorded total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.